Manufacturer narrative:
H6: medical device problem code 2017 clarifier - incorrect prep. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was air aspirated/prepped inside of the anatomy. It should be noted that the coronary dilatation catheters (cdc), nc trek neo, instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violations of the IFU caused or contributed to the reported complaint. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.na.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the mid right coronary artery (mrca) with moderate calcification and mild tortuosity. The 3.5x12mm nc trek neo balloon dilatation catheter (bdc) was prepped (air aspiration) inside the patient prior to use. The bdc was used for post-dilatation of a non-abbott stent; however, the balloon ruptured at 12 atmospheres after 10 seconds during the first inflation. The bdc was removed from the patient. A non-abbott balloon was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.